Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). G2, country event occurred in: japan. The product is in the process of being evaluated by zimmer biomet. Once the product investigation has been completed, a follow up/final report will be submitted.

Event description:
It was reported that during surgery that it was observed that the device packaging was damaged. There was no harm, injury, surgical/medical intervention to patient and no report of a delay. An alternate product was used to complete the procedure. Due diligence is complete. No additional information is available.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). The following sections have been updated: b4, b5, d49 g1, g3, g6, h2, h3, h6, h11. Visual evaluation of the provided photos and returned product found the inner sterile pouch is broken into multiple pieces. Sterility is considered not breached. Review of the device history record identified no deviations or anomalies during manufacturing. The condition of the device when it left zimmer biomet is considered non-conforming to specification. The root cause of the reported event cannot be determined. This complaint has been confirmed by evaluation of the provided photos and returned product. The device evaluation found that the sterility of the packaging was not breached. The event did not cause of contribute to injury; therefore, this would not be considered a reportable event. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information is available regarding the incident.